Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 kept failing when closed due to debris. A field service engineer found that there was debris behind the drawer, causing it to push out, and cleared the debris to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer had failed. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.